Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported sensor readings showed a dampened waveform. The cause is believed to be physiological but is unknown. It was noted the sensor readings improved over time on its own. A nurse practitioner will continue to monitor the patient until sensor readings are normal.